Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event, the patient tracker was not sticking to the patient's forehead. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains the following warning regarding tracker movement, "warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the patient tracker was thrown out by the site on the date of the procedure, consequently, this part is not available for return to manufacturer for analysis. No further issues have been reported. Part discarded by site.

Event description:
A site physician reported that, while in a functional endoscopic sinus surgery (fess), their non-invasive patient tracker became stuck down on the patient's forehead. When the instrument was placed into the divot to register the instruments, the tracker was lifting off at the back and moving on the patients forehead and accuracy was lost. After attempting to secure the tracker further, it still moved and the surgeon was not able to navigate accurately. The surgeon opted to continue, with the knowledge of the device movement, and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.